Event description:
During the low anterior resection procedure, would not staple anterior wall or cut the washer. Dr. Put some overstitches to close the tissue. There were no pt consequences. No device will be returned.